Manufacturer narrative:
(B)(4). Date sent: 01/29/2020. D4: batch # unknown. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences? There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk.   A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify if was there any patient consequence?

Event description:
It was reported that during an unknown procedure, the stapler was fired two times with 2 reloads. The second time the clips did not close properly. I have no more information at this time.